Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to incorrectly interpreting a supraventricular tachycardia (svt) episode as a ventricular tachycardia (vt) event. The patient felt discomfort due to the inappropriate shock. The ICD was reprogrammed, and the patient was in stable condition.